Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that "the 3.2 mm pin no longer fits through the designated pin hole in the frame."

Manufacturer narrative:
Correction to h3 (device evaluated by mfg). The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that the received instrument is in good condition, except for the defective bore. By the entrance of the bore there is a cyrcle visible which is the result of working with a power-tool, most likely from the drill chuck that has come into contact with the instrument. Furthermore, it is clearly evident that foreign material has become lodged in the borehole. Functional examination of the received product shows that it was determined that the instrument is functional, except for the defective bore. All measurements taken are within accuracy, except for the defective bore. Based on the investigation, the damage is attributed to use. Material buildup was identified within the bore, likely resulting from extended operation at excessive rotational speed using a power tool. A manufacturing defect can be excluded. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. The failure was caused most likely resulting from extended operation at excessive rotational speed using a power tool. If more information is provided, the case will be reassessed.

Event description:
It was reported that "the 3.2 mm pin no longer fits through the designated pin hole in the frame."